Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty tracking over the wire occurred. It took along time to remove the 2.50x15mm taxus express2 drug eluting stent delivery system, as the stent delivery system was sticking to the wire. No pt complications were reported. Pt status reported as "fine". Additional info was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.